Event description:
A clinical incident involving a smartstitch m-connector was reported to arthrocare corporation on (B)(6), 2009. A surgeon performed an rotator cuff repair on (B)(6), 2009, wherein the smartstitch stayed in the tissue after being fired. It had to be fired several more times to get loose from surrounding tissue. Following the rotator cuff repair, it was noted, a tip of one of the two needles was missing. The physician did not see anything on x-ray so forwarded the x-rays to radiology. The radiologist indicated, a small object of metallic density was evident in the subacromial space of the patient's shoulder. The hospital subsequently performed a risk assessment and determined there was no risk of complication to the patient based on the size and location of the object.

Manufacturer narrative:
Product was disposed off in the operating room and will not be returned for investigation. A lot history review was performed for the device lot. The lot met all device specifications. The root cause of the product problem could not be determined. Ref: arthrocare RMA (B)(4), MDR faxed to FDA (B)(4) 2009.